Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f ce manta was planned for closure. A single stick was utilized to gain medial positioned access in the common femoral artery. The arteriotomy was clear of calcification or tortuosity. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure, activated clotting time was 180, heparin was administered. The manta was deployed to the measured deployment depth, however, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 18f ce manta device and sheath were removed, and a second 18f ce manta device and sheath were opened, successfully deployed without complication, and achieved hemostasis. The patient did not experience any harm, injury, or consequence due to this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "at the end of the tavi / tvar, the operator insert the sheath with the introducer. The doctor took out the introducer, when he tried to put the manta into the sheath , he felt resistance and the manta did not get into the sheath. Clinical consequences: the issue did not cause delay in treatment and no harm to the patient." Additional information: micro puncture was utilized to gain single access in the mid common femoral artery. There was no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Act was 180 prior to closure. Heparin was administered during the procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: "at the end of the tavi / tvar, the operator insert the sheath with the introducer. The doctor took out the introducer, when he tried to put the manta into the sheath , he felt resistance and the manta did not get into the sheath. Clinical consequences: the issue did not cause delay in treatment and no harm to the patient." Additional information: micro puncture was utilized to gain single access in the mid common femoral artery. There was no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Act was 180 prior to closure. Heparin was administered during the procedure.